Event description:
During a remote follow-up, post-sensed t-wave oversensing (pstwos) and decreased sensing were observed on the device. No intervention has been performed. The patient is stable with no consequences.